Event description:
In '08, pt underwent a cardiac catheterization. Upon completion of the procedure, the cardiologist attempted to deploy the perclose device through an introducer in the pt's groin. The catheter apparently broke off in the pt's blood vessel. The pt required two operations to locate the foreign body, as it was not visualized on the first attempt. The surgeon described it as being a piece of plastic nearly 8 inches in length.